Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device preparation of the 5.0 mm/60 mm armada 18 balloon catheter, it was observed that there was a constant air intake into the syringe while sucking air from balloon lumen. Bubbles came from balloon lumen or the shaft. The hub appeared to be okay. The balloon lumen was flushed with saline; however, there was no leakage or water outlet noted. The device was not used on the patient. Another armada balloon catheter was used to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspection was performed on the returned device. The leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no indication to suggest that the issue is lot specific. The investigation determined the reported leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.